Event description:
It was reported a balloon ruptured during an iliac artery dilatation procedure. Difficulty was encountered removing the balloon catheter through the introducer sheath. An exchange for a larger introducer sheath was unsuccessful in removing the balloon catheter. The proximal end of the catheter shaft was cut and uneventful surgical retrieval of the distal portion of the balloon catheter followed. Co's attempts to gain further details regarding the circumstances of this event have been unsuccessful. Should further info become available, a supplemental medwatch report will be filed under the appropriate sequence number. This device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated only the balloon portion of the catheter was returned for evaluation. A two millimeter hole was located approx 20 millimeter from the proximal bond. The balloon material appeared very wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without further details regarding the circumstances surrounding the event, we cannot determine the exact cause for this event. Co's directions for use state: "do not exceed the normal pressure printed on the product label. Never manipulate the catheter with the balloon inflated...the integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."